Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) boss410, (3i t3¿ non-platform switched parallel walled implant 4 x 10mm) for evaluation. Visual evaluation was performed, the implant had signs of use with debris on the internal threads and markings from removal. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. DHR review was completed for the subject lot number 2022040763. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022040763 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : nerve damage. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. However, a definitive root cause could not be identified. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the patient felt tingling in the lower lip. Paresthesia was reported as a result of the event. Implant at tooth site 35 was removed and patient will retur nto place a new implant.

Manufacturer narrative:
Zimvie complaint number (B)(4), a4: patient weight unknown / not provided. E1: reporter phone: (B)(6).